Manufacturer narrative:
Initial report sent to FDA on 01/27/2009.

Event description:
Procedure: esophagectomy. According to the reporter: the device cut tissues but did not apply the staples. A new device was used. The surgery time extended more than 30 mins and that was necessary to extend the incision, more than 2.54cm.